Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had issues with the insulin pump's battery. The insulin pump alarmed low battery and had to replace the battery within 30 minutes. The customer inserted a new battery again but the insulin pump powered off and remained black. The customer removed the battery and when they inserted it back inside the insulin pump, they received a pump error 23 alarm. The insulin pump was not stored without a battery. They reverted to using an older insulin pump as backup. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery insertion and no blank display was noted however, power system error alarmed during testing, replace battery alarm and low battery alarm noted in the history file. The power management graph had abnormal behavior. After disconnecting and reconnecting the internal battery connector at the printed circuit board area 1, the insulin pump was monitored and functioned properly; the power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarm noted during our testing. The insulin pump had a scratched case and a pillowing keypad overlay.